Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified the patient's issue has reportedly resolved.

Manufacturer narrative:
(B)(4). Manufacturer¿s evaluation: the returned product was not analyzed as the complaint of infection could not be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report #1627487-2015-06445. It was reported the patient experienced a suspected infection near her lead incision site. A red raised area was present on the patient's skin as well as a small amount of drainage. The patient was prescribed antibiotics and will follow up with her physician to determine if any further action is necessary to address the issue.